Event description:
Same case as: 2134265-2009-05000. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Prior to the index procedure the patient presented with jaw pain and substernal chest pain. Medications at the time were reported to be atenolol 50mg/day and norvasc 50mg/day. Electrocardiogram (ECG) showed non-specific st-t changes and non-st segment elevation myocardial infarction (mi). Angiography revealed focal 100% occlusion of the left circumflex (lcx). Angioplasty was performed with a maverick balloon 2.0x12mm. Next, a taxus express2 paclitaxel-eluting coronary stent 3.0x24mm stent was deployed at 14atms and successfully implanted. The stent was pot-dilated with a quantum balloon 3.5x15mm. Because of a filling defect and a "haziness" noted proximal to the proximal edge of the already placed stent, another taxus express2 paclitaxel-eluting coronary stent 3.5x12mm was advanced and deployed at 14 atms in an overlapping position of the previous stent. Timi flow3 was observed and the patient was transferred to their room hemodynamically stable. The patient was discharged two days post-procedure in stable condition. Discharge medications included aspirin 81mg/day, plavix 75mg/day, norvasc 10mg/day, coreg 6.25mg bid, lipitor 20mg/day and lisinopril 5mg/day. Approximately thirty one months post procedure, the patient presented with intermittent severe chest pain. Intermittent st elevations and elevated cardiac enzymes were also noted. Non-st elevation mi was diagnosed and the patient was emergently transferred to the cardiac catheterization lab (ccl). Aspirin, plavix, integrilin and lovenox were administered. Angiography was performed and the lcx was shown to have distal 100% in-stent restenosis and angiographic appearance consistent with thrombus. Bivalirudin was administered. Next a 6 french introducer sheath was place in the right common vein and a balloon tip temporary pacemaker was advanced to the apex of the right ventricle. Adequate capture thresholds were observed (the patient was already bradycardic and significant heart block and bradycardia was expected due to the thrombectomy that was planned with a non-bsc rheolytic thrombectomy system). An iq guide wire was then advanced across the lesion without significant difficulty. The thrombectomy device was then advanced across the lesion and three passes were made with good results (almost complete resolution of thrombus). However, there was an approximately 70% lesion proximal to the previous stent noted. The lesion was direct stented with a non-bsc bare metal stent 3.5x23mm at 14atms in an overlapping position of the previous stent. No residual stenosis was observed and flow was normal. The patient was observed overnight and no complications were reported. Medications post-procedure were aspirin 325mg/day, lipitor 20mg/day, lisinopril 10mg/day, toprol xl 50mg/day, januvia 100mg/day, chantix (smoking cessation), nitroglycerin 0.4mg sublingual as needed and plavix 75mg bid (due to stent thrombosis occurring while on plavix. Physician reports there is reason to believe the patient has "plavix resistance").

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.